Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarms after battery insertion due to severe corrosion on electronic board stack. Unable to verify battery power loss anomalies or battery power loss alarms due to critical pump error. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to critical pump error. Device received with corroded force sensor assembly and moisture damage on motor assembly.